Event description:
Discrepant, high sodium results were obtained on an advia 1650. These results were reported to the physician, who ordered a redraw of bloods to check against the discrepant results. The redraw samples were run a different advia 1650 and reported. There were no adverse health consequences or pt intervention, due to the discrepant sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site, and found that the cause of the discrepant sodium results was a large bubble at the end of the reference electrode. The system was repaired. The instrument is performing within specifications. No further eval of the device is required.